Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device was running the co2 test for 21 hours. There was no patient involvement.